Manufacturer narrative:
Concomitant medical products: product ID: 3986, serial# (B)(4), implanted: (B)(6) 1995, product type: lead. Product ID: 3986, serial# (B)(4), implanted: (B)(6) 1995, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 7496-66, serial# (B)(4), implanted: (B)(6) 1995, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 37092, serial# unknown, product type: accessory. (B)(4).

Event description:
The patient's health care provider (hcp) reported the patient was trying to make arrangements with their manufacturer representative because their "stimulator wasn't working or working intermittently." The patient met with their manufacturer representative on (B)(6) 2015. During the appointment the manufacturer representative saw the poor communication screen on the patient programmer. They had poor communication and could not perform telemetry with or without the antenna attached. They were eventually able to communicate without the antenna attached. It appeared there was an issue with the patient programmer so a new one was ordered for the patient. The patient then called back on (B)(6) 2015 and noted that the implant was no longer working, they were not feeling stimulation and the patient programmer would not communicate at all with the implantable neurostimulator (ins). After receiving a new patient programmer they were still unable to communicate with the ins. Prior to it not working at all, the antenna used to work but then quit after a while so they stopped using the antenna. They also noted that the ins was "doing strange things"; they would program it and occasionally they would feel the stimulation drop. This happened three times starting shortly after implant. The patient had also had a few recent falls. The indications for use were for non-malignant pain.